Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/21/2016. Retain and return product was tested and functioning according to specification. Investigation: retain testing -passed (wbs3), return testing -passed (wbs3). DHR review - lot passed final product test, no related ers associated with the lots, (B)(4) were distributed from the lot b16260 and (B)(4) were distributed from lot c16292a, 1 other complaint for the lot b16260 for unexpected/discrepant results. Lot # b16260, manufacture date: 09/16/2016, expiration date: 04/14/2017, (B)(4); c16292a, 10/18/2016, 05/14/2017, (B)(4). Assessment: from the sample draw and times, multiple tests was performed on both platforms. Results from both methods were consistent over time. The I-stat results were also consistent across two lot numbers. There was no rise in ctni over approximately 7 hours on either instrument. If the chest pain was indicative of a myocardial infarction (mi) a rise would be expected in the serial sampling as per the universal definition of mi (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.) Additionally, given the half-life of ctni of approximately 2 hours, a decrease would have been expected over 7 hours if the mi had occurred prior to the patient coming to the hospital. Additionally, medications had been given to the patient based on the initial beckman results (04:00) before the first I-stat test was performed (09:19) and there was no significant change in the beckman result before and after. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction." Correction: from: at this time, abbott point of care does believe that there is a product malfunction, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)). To: at this time, there is no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).

Event description:
On (B)(6) 2017 abbott point of care was contacted by a customer who reported they obtained a troponin of 0.01 on the I-stat and 13.39 on the lab beckman dxc. The patient was presented in the emergency department with chest pain, diaphoresis, nausea, shortness of breath and vomiting. There are no injuries associated with this event. The customer stated that return product is available for investigation. (B)(6). At this time, there is no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/21/2016. Retain and return product was tested and functioning according to specification. Investigation: retain testing -passed (wbs3), return testing -passed (wbs3) DHR review - lot passed final product test, no related ers associated with the lots, 16,375 were distributed from the lot b16260 and 14,775 were distributed from lot c16292a, 1 other complaint for the lot b16260 for unexpected/discrepant results. Lot # b16260, manufacture date: 09/16/2016, expiration date: 04/14/2017, UDI # (B)(4). Lot # c16292a, manufacture date: 10/18/2016, expiration date: 05/14/2017, UDI # (B)(4). Assessment: from the sample draw and times, multiple tests was performed on both platforms. Results from both methods were consistent over time. The I-stat results were also consistent across two lot numbers. There was no rise in ctni over approximately 7 hours on either instrument. If the chest pain was indicative of a myocardial infarction (mi) a rise would be expected in the serial sampling as per the universal definition of mi (thygesen k, alpert js, white hd, et al. Universal definition of myocardial infarction. Circulation. 2007; 116:2634-2653.). Additionally, given the half-life of ctni of approximately 2 hours, a decrease would have been expected over 7 hours if the mi had occurred prior to the patient coming to the hospital. Additionally, medications had been given to the patient based on the initial beckman results (04:00) before the first I-stat test was performed (09:19) and there was no significant change in the beckman result before and after. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2017 abbott point of care was contacted by a customer who reported they obtained a troponin of 0.01 on the I-stat and 13.39 on the lab beckman dxc. The patient was presented in the emergency department with chest pain, diaphoresis, nausea, shortness of breath and vomiting. There are no injuries associated with this event. The customer stated that return product is available for investigation. (B)(6). At this time, abbott point of care does believe that there is a product malfunction, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(6).